Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when the tanks are connected, oxygen comes out of the hose that normally connects to the wall. Onsite support was requested. The customer reported that the device had a bad manifold which has been repaired.

Event description:
It was reported that the oxygen manifold leaked oxygen. There was no patient involvement. Event date not specified; estimate used.